Manufacturer narrative:
Approximate age of device- 2 years, 1 month. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. The evaluation of the returned portion of the driveline confirmed wire damage that could have contributed to the low speed events that were confirmed through the evaluation of the submitted log files. Approximately 19.75¿ of the external portion/distal end of the driveline was returned. The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The outer silicone jacket, clear bionate layer, and the metal braided shield were carefully removed from the driveline in order to evaluate the underlying wires. Upon removal of the silicone jacket and clear bionate layer, minor shield breakdown was observed approximately 2.5-5.5¿ from the metal connector. Visual examination revealed minor kinks in the green and yellow wires approximately 3" from the metal connector. Further investigation revealed a breach to the insulation of the yellow wire along this kink. The yellow wire redundantly supports motor phase 1. The observed wire damage appeared to be the result of repetitive flexing. The remainder of the driveline was then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. The low speed events that were confirmed through the evaluation of the submitted log file could have resulted from a short to ground if the exposed conductors of the yellow wire contacted the braided shield while the patient was supported by the mpu. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported there were multiple low speed advisories. There were no pump off alarms. The patient's lactate dehydrogenase (ldh) was in a normal to slightly elevated range. Technical services performed an external driveline repair on (B)(6) 2018. The entire external portion of the driveline was replaced with no issues. The patient was placed on a grounded patient cable after the repair and the alarms did not return. As of (B)(6) 2018, there were no further alarms while the patient was on a grounded patient cable post repair and the center gave the patient a no ground cable as a precautionary measure at discharge. No additional information was provided.